Event description:
It was reported that the leads were successfully replaced in the patient. The explanted devices were discarded after surgery and will not be returned for product analysis. No additional or relevant information has been received to date.

Event description:
It was reported that a patient was found to have high lead impedance with no adverse events. She was referred for lead revision. No known surgical intervention has occurred to date. No additional relevant information has been received to date.